Manufacturer narrative:
The device was discarded. Without the return of the device, we are unable to confirm the complaint or determine potential contributing factors. No actions will be taken at this time. A lot number was not provided; therefore, a device history record review could not be performed.

Event description:
It was reported that the balloon did not deflate. The catheter was tested before insertion. It was stated that when the balloon was inflated, before insertion, it had a different feel almost like a crackly feel or a "breaking through". During use of the catheter, blood was observed in the syringe. There have been no patient complications.